Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(6).

Event description:
Same case as MDR ID: 2134265-2017-11166. It was reported a small pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The watchman access system was positioned in the laa and a 21mm watchman laa closure device and delivery system was advanced. The closure device was deployed and released without any issue. There were no patient complications and the patient was stable and in good condition post procedure. The next morning, transthoracic echocardiogram revealed a small pericardial effusion. No treatment was required. The patient was stable and asymptomatic. The patient was discharged to home.